Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 273 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Unable to perform prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No ramping numbers noted on the display. (B)(4).